Manufacturer narrative:
The MDR was submitted in error as this was not a reportable event.

Event description:
A report was received that the patient underwent a trial procedure.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason. No device malfunction was suspected. The patient was doing well post-operatively.